Manufacturer narrative:
Additional information: b5 correction: b6. B5: upon follow up, it was reported that on an unknown date, antibiotic treatment was discontinued and the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further not described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as event onset, the patient was hospitalized and treated with injection monocef (1gm, once a day, intravenous, ongoing) for peritonitis. At the time of this report, the patient was recovering from peritonitis. The patient was discharged 10 days after hospital admission. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.